Event description:
Patient undergoing a laparoscopic roux-en-y gastric bypass with lysis of adhesions. The harmonic scalpel would not work from the beginning of the surgical case. The harmonic cord was tested and found to be working correctly. The harmonic scalpel was replaced with a new harmonic scalpel, and the surgical case was completed without further incident.